Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump's display turning gray and then coming back on. Customer's current blood glucose was not given. Customer advised to discontinue use of the insulin pump and revert to back up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received in manufacturing mode. Unit passed displacement test and self-test. No display anomalies noted during testing. Unit was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.